Event description:
It was reported that a user experienced elevated glucose readings peaking at 400 mg/dl while using the ilet and observed a brief, unreadable message during a supply change; the user subsequently changed the infusion set to a 23-inch, 6 mm inset and completed fill tubing and fill cannula steps, and later reported a low glucose value of 59 mg/dl, with troubleshooting and education provided to avoid entering meals to correct glucose due to algorithm impact. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included transient loss of glucose control without hospitalization. Investigation included user interview, device use review, and troubleshooting education. Investigation of this case revealed no site abnormalities and no reproducible device malfunction, with cause of the glucose excursions unclear. It was concluded that the event involved alternating high and low glucose levels with undetermined root cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.